Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level of 450-451 mg/dl and moderate ketones. The customer attempted to address the elevated bg by manual insulin injection. The customer was treated at the ER with intravenous fluids of saline and insulin to address the elevated bg. Pump history was reviewed, and the pump time was incorrect and occlusion alarms were identified. Customer was discharged later the same day with the issue resolved and no permanent damage.